Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, was able to re-home the system without issue. After which the reported issue could not be replicated. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. A medtronic representative reviewed the software logs and found: "errors from positioner motion controller where it transitioned from "homing" to "verified" during the time frame that the system lost home." The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system went into stand alone mode. To troubleshoot the issue the medtronic representative pressed "m" to home the system, but reported "m" would not respond. The medtronic representative rebooted the system and reported "m" was still unresponsive. The medtronic representative reported the issue occurred prior to the spin. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.